Manufacturer narrative:
Iris field service engineer cleaned the customer strip provider module (spm). The instrument was observed and no additional fallen pads were seen. Under corrective and preventive action program this issue is being investigated and actions are being implemented. Upon analyzing the key processes, enhancement actions pertaining to manufacturing/supply chain process parameters and qc test methods are being initiated and implemented (B)(4).

Event description:
The customer stated they found loose pads ichem velocity chemistry strips; p/n: 800-7204 lot#: 7204077b, expiration: 10/01/2015. There were no erroneous patient results generated or reported out of the lab.